Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and current blood glucose level was 119 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The insulin pump will be returned for analysis. Frn unk rsr. Unomed inf set.